Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation vaginal repair procedure performed on (B)(6) 2013. According to the complainant, the device was misfiring and would not catch the bullet. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The event, as reported, does not constitute a reportable malfunction; however, the returned device revealed a reportable malfunction.

Manufacturer narrative:
The returned device has residues on the carrier and plunger, it was found within specifications. No visual failures were noticed. The device was actuated and the carrier did not retract, then it was cleaned with alcohol to remove the residues and the carrier extended and retracted correctly. The device was actuated (deployed) three times with the suture and no anomalies were observed. The device history record review found the device met all manufacturing specifications. The complaint was not confirmed since the product fired and captured the needle; however, during analysis it was found that the carrier did not retract. Therefore, it was cleaned with alcohol and the carrier extended and retracted correctly and the observed failure could be related to dried residue on the returned device. Nevertheless, the circumstances under which the procedure was performed cannot be determined based on the information available. Taking into consideration these factors, a probable root cause for the failure of the cage to catch the needle is ¿undeterminable.¿